Event description:
It was reported the pt was scheduled for an scs ipg revision due to losing weight and subsequently experiencing discomfort at his scs ipg pocket site. Follow-up identified the revision was cancelled and has not been rescheduled.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.